Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited significant diminished atrial lead sensing values since (B)(6) 2018. On (B)(6) 2018 the patient presented to the clinic elevated capture thresholds measurements were noted. The patient was also seen on (B)(6) 2018 and the previous lead behavior continued to be noted. The patient was in stable condition, so it was elected to continue to monitor the patient.